Manufacturer narrative:
Intuitive has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the distal wrist. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument passed an electrical continuity test. The root cause was attributed to a component failure. Upon visual inspection, the jaw ceramic dots were present. Failure analysis found the secondary failure of conductor wire insulation damage to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal wrist of the instrument. No material was missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause typically attributed to misuse. No image or procedure video was provided for review. A review of the instrument log for the vessel sealer extend instrument (part# 480422-01/lot# m90210509 0061) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sk3683. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the wires in the vessel sealer extend instrument were out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: female patient over the age of 65 years old. The hospital declined to provide any further patient information.